Event description:
The customer reported that they cannot operate on battery, ac operation is possible. There was no report of patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.